Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 278 mg/dl and treated with manual injection. Customer's spouse declined high blood glucose troubleshooting. Customer also received a battery out limit alarm and unable to clear the alarm due to keypad anomaly. No troubleshooting was performed. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.